Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that pinnacle alignment guide would get stuck when trying to adjust the amount of version (rod would not rotate to different angles). T-handle formed a crack in the plastic portion of the handle. Large calcar planer became dull and no longer worked as intended. There was 5 minutes surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that there is no reportable event in relation to this report. Further updates will only be provided if additional information is received that changes the regulatory determination.